Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the patient was found by his wife passed out due to low blood sugar. Prior to passing out, a bg vs cgm comparison was not taken. The patient said he also was not able to get a bg vs cgm comparison prior to passing out, only after; however, he wasn't able to remember or take note of the values. The patient said that he was given glucagon and soft drinks to get his sugar back up and to bring him back to consciousness. The patient said that he did not remember much during the incident. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.